Event description:
A malfunction alarm was reported with a pump in denmark, though no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact on her blood glucose level. The customer was advised by technical support to switch to multiple daily injections (mdi) as a backup therapy, to put the pump into storage mode, and return it using a pre-paid label within 10 days. A replacement pump was provided with the serial number (B)(6).